Event description:
It was reported that (1) device and (4) reloads were used during a thoracoscopy wedge resection. It was reported by the rep that the surgeon stated that an et45g misfired during the procedure. The stapler cut through the tissue without any of the staples forming. It occurred only with the original green cartridge. Other reloads were then inserted into the stapler and it worked fine to complete the case. There was an extended or time of 5 minutes.